Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after several regulatory pressures, the shunt effect was still not obvious, and the patient's condition did not decrease. According to the report, the patient was relieved when the valve was replaced, and the doctor suspected a valve failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 19.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the doctor adjusted the setting four times, from 2.0 to 1.5 to 1.0 to 0.5, with an interval of two days between adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.